Manufacturer narrative:
The returned sample was inspected at 10x microscope magnification. The sample lens was received in a plastic bag. Visual inspection revealed that the lens was received with surface residuals adhered to both side of optic body compatible with handling the lens in a non- sterile environment. No other cosmetic defect was identified in the returned sample the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the doctor changed to an anterior chamber intraocular lens (iol) after this lens had been inserted. An incision enlargement and vitrectomy were required; however, no sutures were used. Patient data, gender and date of birth information was requested; however, the information was not provided. The doctor's name was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.